Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 30oct2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a tidal volume fault. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06nov2018. Date received by manufacturer: 05nov2018. Philip's international service technician confirmed the reported issue. There was a problem detected in the connection of the oxygen line of the machine, and the oxygen pipe connector needed to be replaced. The international service technician replaced the oxygen pipe connector to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was back in service.